Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was reported that the patients device was taking too long to charge. The patient stated that their device started acting up last night. She said her stimulator would not take more charge and the battery looked low. On the call the battery icon was half full going from 50% to 75%. The patient stated that last night it was 25% full. The patient mentioned every time the stimulator battery level was shown it was shown the same. They thought the stimulator did not charge and stayed on the same level. When the patient first used the recharger they had no coupling bars, however after repositioning they were able to get full coupling bars. The patient reported they had not changed their settings. The recharger battery was full during the time of the call. At the time of the call the recharger appeared to be working and the stimulator was charging. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was still having battery recharging concerns and couldn't get a hold of manufacturer's representative (rep). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's device is still working, but they will find that they didn't tell the patient when it would stop. Their device was installed in (B)(6)2012. The patient stated that they use it all the time and they love it. The patient stated that the device truly helped them. The patient stated that when visiting they didn't ask about their weight, but have lost weight since they were implanted and are doing well. The patient called and was told that they will be okay for a while. No further complications were reported or anticipated.